Event description:
Family member of home patient (hp) contacted baxter's technical service center for assistance during patient's apd therapy. Family member requested assistance in repriming the patient line of the homechoice set. Reportedly, the hp was connected at the time of this call and the family member indicated to the technician that air was noted in the patient line and that the line was not completely primed, prior to connecting the hp. The technician advised the hp's family member, that due to the air in the line, the therapy would need to be discontinued and resumed with a new setup. At this time, the family member was assisted in discontinuing current therapy. The hp's healthcare professional was then paged for the family member. Follow up with the hp's rn indicated the set up was replaced, and therapy was completed without incident. No patient injury or medical intervention reported per rn.